Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the reason for the catheter revision on (B)(6) 2026 was that in the implant, the health care provider (hcp) inserted the catheter too high in the spine and the baclofen didn't spready ideally. The lot number of the 8781 catheter was provided. The rep stated that the catheter issue was only because of the positioning of the catheter as it was high in the cervical. It was unknown if there were any known factors that may have led or contributed to the issue. It was clarified that the patient experienced an overdose after the catheter revision because the hcp didn't aspirate the pump segment of the catheter. The software version of the a810 was 1.1.413. It was stated that for now, the patient did not require prolonged hospitalization as a result of the event. The event including the catheter positioning too high, not receiving baclofen, overdose following revision and the patient being intubated and sedated did not resolve. The rep stated that the patient was awake and for now was okay. It was stated that they still needed to stabilize the patient's spasticity. The patient's catheter was still in use.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 2000 mcg/ml at a dose rate of 400 mcg/day via an implantable pump. It was reported that a few weeks ago the healthcare provider performed a motor pump procedure and pushed the catheter content to the cerebrospinal fluid (csf). The catheter was positioned very high, and the patient did not receive baclofen. The onset/date of event was not reported. They performed a revision to catheter that was entered too high in the spine. During the revision the physician slightly pulled back the catheter and cut 20 cm from it until csf was observed. The catheter was connected to the pump and filled with baclofen. A priming bolus was performed. Two hours after the revision, the patient experienced overdose symptoms. The patient experienced an overdose and was currently intubated, ventilated, and sedated as on (B)(6) 2026, the date of the pump implant and catheter revision. It was indicated that it was likely that in addition to the baclofen in the catheter, there was also residual material from the pump test performed a few weeks ago. The pump remained implanted and in-service as of on (B)(6) 2026. The issue was not resolved as of on (B)(6) 2026. Further actions taken or planned to resolve the issue were unknown. The patient's medical history and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath lot#: unknown serial#, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.